Event description:
New information received on may 30, 2018, indicates that the date the elective replacement indicator tripped was on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac defibrillator triggered the elective replacement indicator. Review of previous transmission received (B)(6) 2018 suggested that the battery longevity was lower than expected. The patient was in palliative care at home and therapies were disabled. There were no plans to replace the device.